Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 480, 430 and 319 mg/dl pm fasting. The customer¿s expected pm fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Customer stated that last monday (B)(6) 2025 he tested before dinner and got a reading of 480 mg/dl fasting. Customer stated he was concerned and called his doctor who recommended customer to go to ER. Customer had gone to the ER and his blood glucose test result had been 584 mg/dl fasting (timeframe between tests was not provided). The diagnosis was high blood glucose and customer was treated with undisclosed medication. The doctor at the hospital increased his dosage of metformin from 500 mg to 2000 mg daily and recommended customer follow up with doctor. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/17/2026 and open vial date is 04/28/2025. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 27-may-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Manufacturer narrative:
Sections with additional information as of 09-jul-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.